Event description:
Boston scientific crm received information that this device was part of a legal action and the female patient passed away two years ago. No allegations against the functioning of the device were reported at the time of death. A death certificate was provided to our company, and an autopsy was not performed. A review of the death certificate revealed the cause of death was attributable to end stage ischemic cardiomyopathy. The patient's family further asserts that this device was defective because it ultimately failed to pace the patient's heart. Boston scientific crm has no specific information as to whether the device was involved in the patient's death. This device is not included in an advisory population.

Manufacturer narrative:
As of this report, the device has not been returned for analysis, and it is not included in any advisory. It is believed to be buried with the patient. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary.